Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The certas valve was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, no root cause is needed for the issue reported by the customer, as noted in additional information ¿ae relationship to device: not related¿. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Additional information received: the clinical site has made updates including the relationship to the device as not related: ae relationship to device: not related.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Study: a facility reported: "chronic subdural hematoma after right hemispheric vp shunt implantation." Action taken: "surgical hematoma evacuation via the existing borehole trephination on the right frontal side." Ae relationship to device: causal relationship, ae relationship to procedure: causal relationship, was unanticipated? Anticipated, event status: recovered with sequelae, resolution date: on (B)(6) 2024.